Event description:
It was reported that a patient presented with grade 3 tricuspid regurgitation (tr) and a chiari network for a triclip procedure. First xtw triclip was successfully implanted in the antero-septal region. It was decided to implant another xtw triclip (31030r1096) in the postero-septal area. While steering down, the clip delivery system (cds) got in touch with the chiari network. The implanter could not control the clip to position as usual, due to the entanglement. Bad steering conditions were caused by the dense chordae and poor visualization. Standard troubleshooting removed the clip without causing tissue injury. It was decided to remove the clip and discontinue the procedure. The clip was closed fully and attempted to retract in the guide. It was not possible to insert the clip into the steerable guide catheter (sgc). The clip arms would get stuck at the sgc soft tip, resulting in a tear. The clip was inverted and removed from the groin with a scalpel. There was no clinically significant delay. The patient remained stable post-procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal of the cds from the sgc is due to procedural conditions (clip stuck on sgc soft tip). The reported difficult or delayed positioning is related to the clip becoming entangled in the chiari network. The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.